Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding from the axillary site requiring a transfusion of one unit of packed red blood cells. The pump was explanted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.